Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 57 mg/dl and it was addressed with cookies/soda. Reportedly, the customer suspected that the basal rate is too high.